Manufacturer narrative:
Visual inspection of the device case and header did not reveal any anomalies. Review of the device memory noted no suspicious faults or resets. Diagnostic testing confirmed the device power consumption was increasing in a gradual fashion. The high-power consumption was due to a high current on the internal circuit.

Event description:
This pacemaker was returned back from the field without any allegations made against it. Returns product testing was performed and failed by the pacemaker, so it was forwarded for further investigation.